Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was found to be making an unusual noise and was not running true. A visual and functional assessment was performed on the device which found that the unit failed the smooth running check - grinding noise and the untrue running check - not running true. During repair, it was observed that the internal components were excessively corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device had an undetermined malfunction. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.